Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a follow-up. During examination of the right ventricular (rv) lead, it was noted that the rv lead was losing capture. The physician explanted and replaced the lead on (B)(6) 2021. The patient was in stable condition before and after the procedure.